Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00651 thru 3012447612-2018-00654.

Event description:
It was reported that a revision surgery was performed to address a closure top and rod which migrated out of a pedicle screw, and a second pedicle screw which fractured post-operatively. The screws were removed and replaced. There were no reported patient injuries that occurred during the revision. This is report three of four for this event.

Manufacturer narrative:
The screw was not returned, however, a photo of an x-ray was provided and used for analysis. It was confirmed that the rod and closure top migrated out of the screw's tulip. The cause cannot be determined with the available information. The labeling was reviewed and lists post-operative migration as a known risk of using the device.

Event description:
It was reported that a revision surgery was performed to address a closure top and rod which migrated out of a pedicle screw, and a second pedicle screw which fractured post-operatively. The screws were removed and replaced. There were no reported patient injuries that occurred during the revision. This is report three of four for this event